Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, three days after implantation, the physician noticed that an abnormal shapes were present on the ventricular channel on the episode dated (B)(6) 2011 ("noisy" episode). The physician asked for an explanation.